Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. (B)(4).

Event description:
Before the surgery, it has been reported that a software failure has been detected. The patient data file was not accessible. A surgery delay has been reported < 30 minutes.